Event description:
It was initially reported that the patient had a generator replacement due to end of service. The generator was returned to the manufacturer for evaluation. The generator was not at end of service but the elective replacement indicator flag was set. An open can measurement of the battery voltage determined that the eri flag had been properly set. The device performed according to functional specifications .supply current pulsing was over the limit on the automated post burn-in test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the automated post burn-in test. The out-of-limit supply current pulsing could potentially be a contributing factor to the eri condition of the battery but was an expected event based upon the battery longevity calculation review of the manufacturer records show that all specification were met, test past and operations signed off on prior to shipment.